Manufacturer narrative:
User alleges while in their kitchen, the wheel fell off and the user fell. No serious injury is reported. Dealer advises it appears a screw is stripped. The knee walker's service and maintenance history is unk. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The wheel allegedly came of the extension tube causing the consumer to lose her balance and fall. No injury is alleged.